Event description:
During an embolization procedure to treat a d-avf of the right vertebral artery, the coil 637cf0721 could not be detached. There was no info about the target vessel. The catalog/lot number of the dcs syringe was unk. The coil stretched (unraveled) in the microcatheter during removal, but was successfully removed with the microcatheter as a unit. There was no info for the syringe utilized with coil (637cf0721), but there was no defect, event or complaint reported regarding the syringe. Additional info indicated that the microcatheter brand was unk. There were no issues between the coil and microcatheter that may have contributed to the coil stretching. An adequate continuous flush was maintained through the mc at all times. No kinks were noted in the mc that may have contributed to the event. For the syringe used with this coil, it is unk how many coils were detached prior to the event. The product was not returned for analysis. No additional info was available.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.